Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, a pin hole on the articulation sleeve was observed. There was a burn but no braid shield was broken after a hipot test. The reported phenomenon of system error message was unable to be reproduced. The possible root cause of the complaint may be due to the c-flex articulation sleeve material which might have sustained a pin hole during articulation bent and allowed liquid to infiltrate into articulation area. Liquid infiltration can cause leakage fail and electrical malfunction which can lead to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00147) submitted in 2016 did not go through correctly. Additional information was received and it was reported that the transducer prompted a usacquisitionhw 40_0 error message. No additional information was provided. Multiple attempts were made to obtain further information regarding the reported phenomenon but with no results.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00147) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.